Event description:
One (1) patient ((B)(6)) states that he experienced burning sensation in his eyes after using a medical device, cvs disinfecting lens care solution. The patient medical record is not available at this time.